Event description:
It was reported that there was an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer reset the pump and advised them to wait 20 minutes before starting a new sensor session, which the customer understood and acknowledged.